Event description:
It was reported that the customer was treated by the paramedics due to a low blood glucose reading of 51 mg/dl. Troubleshooting was performed, and found that the time was programmed to pm instead of am. Advised the caller that this affects the customer's blood glucose levels due to the insulin pump delivering the wrong basal rates at the wrong times. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.